Event description:
It was reported to philips that the heartstart xl defibrillator had a pacing issue. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.